Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause. The sample was not returned for evaluation. The replacement lens model and diopter were not provided. There have been no other complaints reported in the lot number. Additional information has been requested. This is one of two reports being filed for the same patient. This report refers to patient's left eye (os). (B)(4).

Event description:
A nurse reported that 15 years after intraocular lens (iol) implant, opacification was noted during a medical examination. Additional information was received indicating that the lens was removed.